Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unspecified.

Event description:
Healthcare professional reports left side capsular contracture, baker grade unspecified. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported by the healthcare professional: capsular contracture baker grade iii, ¿severe local pain¿, ¿multiple radial folds¿ and ¿sparse cysts.¿